Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the right breast capsular contracture was IV, and left side was grade iii. As a result, patient underwent bilateral capsulectomies, and bilateral replacements as follow: l/cat#: smpx440, sn#: (B)(6) , r/ cat#: smpx490, sn#: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 400cc breast implant was found to have a tear in the anterior view measuring approximately 1 cm. Microscopic examination was performed on the edges of the rupture and parallel striations were found measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with mentor memorygel, 400cc breast implant has experienced bilateral capsular contracture grade IV post procedure. The patient has pain in her right side. The issue was diagnosed through physical examination. As a result, patient scheduled for an explant on (B)(6) 2021. This report relates to the left prosthesis.